Event description:
It was reported that the insulin pump alarmed motor error during prime and basal. Customer's blood glucose was 386 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the motor error alarm. The motor was tested outside the device, and it passed. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.